Event description:
It was reported that during device inspection, a seal was compromised. According to the customer, the clear inner seal of the greenfield over-the-wire vena cava filter was "ripped". No surgical intervention was being performed at the time of this event.